Manufacturer narrative:
The electrode pads were received for evaluation. Our review of the electrodes found no obvious signs of a burn, such as discoloration or scorch marks. However, the electrolytic gel release liner was found to be still attached to the electrode. This could lead to increased impedances and possibly to a burn if the energy was able to be delivered. A retained sample was performed for this lot number 3021e, with no other findings of a liner left on. A device history review was performed against this lot with no findings. The customer's report has been attributed to the release liner being left on the electrode pads. No other similar complaints have been reported from this lot. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), after removing the electrode pads, burns were found on the patient's skin. Complainant indicated that the patient subsequently sustained a burn. The customer was unable to provide information on the degree of the burn.